Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2014. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, depression, vaginal hemorrhage, menorrhagia, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal hemorrhage to be related to essure. The reporter commented: if no removal planned, select reason(s) unable to afford surgery. She received treatment for psych injury: no. Discrepancy: patient reported as do not have money and definite plans for removal at this time and removal done but date not provided. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received: case become incident. Events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish were added. Event onset date, lab data, reporters, concomitant drugs, patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.